Event description:
The reporter states that the customer obtained the blood glucose result of 269 mg/dl on the accu-chek advantage sys in comparison to the professional meter result of 134 mg/dl. The results were obtained within a 10 min timeframe. No reported actions taken. No adverse event reported. New sys sent to the customer and return requested.